Manufacturer narrative:
Further information was received indicating this event is no longer part of fsca (B)(4). The reported observation of ¿possible service app¿ was confirmed. The analysis results concluded the device had issued resets and was recovered during the implant period in (B)(6) 2020. No further issues were reported after the device had been recovered and therapy was restored. The root cause of the device entering the service application state requiring recovery was the patient having a surgical procedure. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. Per the clinicians manual: per clinicians manual arten600144297a rev. A - under warnings - there is sufficient documentation concerning the use of use short-wave diathermy, microwave diathermy, or therapeutic ultrasound diathermy (all now referred to as diathermy) on patients implanted with a neurostimulation system, and medical procedures (such as therapeutic radiation and electromagnetic lithotripsy). Per the clinicians manual electrosurgery. To avoid harming the patient or damaging the neurostimulation system, do not use monopolar electrosurgery devices on patients with implanted neurostimulation systems. Before using an electrosurgery device, place the device in surgery mode using the patient controller app or clinician programmer app. Confirm the neurostimulation system is functioning correctly after the procedure.

Event description:
The device was explanted on an unknown date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a surgery, patient's implantable pulse generator (ipg) was inoperable and patient had no access to therapy. The ipg was recovered by a company representative and stimulation was restored. Patient is stable.